Event description:
Sigma 8000 i.v. Pump is unable to detect a small piece of i.v. Tubing, about 2-3cm, left in the IV set channel of the pump. The biomedical department has demonstrated that if this small piece of tubing remains in the set channel and new patient IV set is placed in the channel, the pump has the potiential of delivering about double the set amount. The manufacturer has been notified of this problem.